Event description:
Additional information received from the patient through a manufacturer representative reported their ¿poor symptom control persisted and that c1 had been her preferred program for optimal symptom control.¿ it was noted the patient had tried c3 with no improvement and an out of range current involving electrode 3. The patient was set on c2 at the time of initial report; however, the programming changes were stated to have been ¿made with no effect.¿ the ins ¿battery died prematurely¿ and the manufacturer representative involved with the event suspected the one out of range electrode current was the cause of the issue. The patient¿s full system was replaced at the time of follow-up and the patient reported ¿an improved response already¿ as of (B)(6) 2020. The issue was considered resolved at that time. There were no further complications reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 388928, lot# 0206422211, implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: lead. H6: please note that method code 4117 no longer applies to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot#: 0206422211, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot #: (B)(4), ubd: 14-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient¿s symptoms had not been well controlled since her implantable neurostimulator (ins) was replaced in (B)(6) 2019. The patient¿s ¿symptoms were poor since her ins replacement.¿ interrogation of the ins at the time of report found ¿premature battery depletion¿ with an estimated longevity of one to six months. Impedance testing found that electrode pair 0-3 had an impedance of 50 ohms, when tested at 1.0 v on the day of ins implant ((B)(6) 2019) and when tested at 0.3 v on (B)(6) 2020. Additionally, all electrode pairs involving electrodes 1 and 2 had impedances of 4000 ohms when tested at 0.3 v on (B)(6) 2020. It was noted they were unable to test at a higher voltage at that time, as the patient was known to be very symptomatic of stimulation at low voltages. However, historically, ¿the majority of the other electrode impedances were unremarkable when tested up to 0.5 v.¿ the patient was ¿switched from p1 (c1) to p2 (c2) and the patient report ted comfortable vaginal stimulation at 0.25v¿ at the time of report. It was noted that while the 50 ohm impedance involving electrode pair 0-3 had been measured as 50 ohms both pre- and post-ins implant, the hcp, decided not to replace the lead at that time, ¿noting that he would replace the lead next time.¿ after ins replacement, the ins was ¿showing longevity reduced to 30 months.¿ the need to replace the lead was discussed with the hcp after implant, but the hcp ¿decided to let the ins run down before replacing the lead.¿ the patient was scheduled for an ins and lead replacement on (B)(6) 2020 as a result of the findings. The issue remained unresolved at the time of report. The patient denied any falls and it was noted the patient had always been compliant.